Event description:
The customer alleged they received questionable results on multiple assays for one patient on their e601 analyzer. The customer stated the patient had five sample tubes collected at the same time. Four of the patient's samples were sent to other laboratories to be tested on different analyzers. The customer stated all the results from the e601 analyzer were reported outside the laboratory. On (B)(6) 2013, the patient had a sample analyzed at hospital 2 on an abbott analyzer. On (B)(6) 2013, the patient had a sample analyzed at hospital 3 on a siemens analyzer. On (B)(6) 2013, the patient had a sample analyzed at hospital 4 on a siemens analyzer. On (B)(6) 2013, the patient had a sample analyzed at hospital 5 on an abbott analyzer. The patient's initial triiodothyronine (t3) result from the e601 analyzer was 2.64 ng/ml. The patient's t3 result from hospital 2 was 0.94 ng/ml. The patient's t3 result from hospital 3 was 0.85 ug/l. The patient's t3 result from hospital 4 was 1.30 nmol/l. The patient's t3 result from hospital 5 was 0.96 ng/ml. The patient's initial thyroxine (t4) result from the e601 analyzer was 12.11 ug/dl. The patient's t4 result from hospital 2 was 4.75 ug/dl. The patient's t4 result from hospital 3 was 55.30 ug/l. The patient's t4 result from hospital 4 was 69.60 nmol/l. The patient's t4 result from hospital 5 was 4.90 ug/dl. The patient's initial free triiodothyronine (ft3) result from the e601 analyzer was 5.55 pg/ml. The patient's ft3 result from hospital 2 was 2.45 pg/ml. The patient's ft3 result from hospital 3 was 3.07 ng/l. The patient's ft3 result from hospital 4 was 4.73 pmol/l. The patient's ft3 result from hospital 5 was 3.48 pg/ml. The patient's initial free thyroxine (ft4) result from the e601 analyzer was 1.69 ng/dl. The patient's ft4 result from hospital 2 was 0.91 ng/dl. The patient's ft4 result from hospital 3 was 10.74 ng/l. The patient's ft4 result from hospital 4 was 12.45 pmol/l. The patient's ft4 result from hospital 5 was 0.92 ng/dl. The patient's initial thyrotropin (tsh) result from the e601 analyzer was 0.1 uiu/ml. The patient's tsh result from hospital 2 was 1.606 uiu/ml. The patient's tsh result from hospital 3 was 2.02 miu/l. The patient's tsh result from hospital 4 was 1.899 miu/l. The patient's tsh result from hospital 5 was 1.86 miu/l. The patient's initial antibodies to thyroid peroxidase (a-tpo) result from the e601 analyzer was 484.3 iu/ml. The patient's a-tpo result from hospital 2 was 0.1 iu/ml. The patient's a-tpo result from hospital 3 was 23.40 u/ml. The patient's a-tpo result from hospital 4 was 28.20 iu/ml. The patient's a-tpo result from hospital 5 was 0.13 iu/ml. The customer stated that based on the siemens and abbott results, the customer could stop taking his medications. Based on the e601 results, the patient should continue his medications. The patient later stopped taking his medications. The patient was not adversely affected by this event. The tsh reagent lot number was 170369 and the expiration date was not provided. The a-tpo reagent lot number was 169100 and the expiration date was not provided. The t3, t4, ft3, and ft4 reagent lot number and expiration dates were not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A root cause could not be determined. Patient sample was not available for investigation. No additional information was provided for investigation.